Manufacturer narrative:
Physio-control performed a clinical review, and concluded that there is insufficient data within the file to determine the impact of the device use. Root cause is unable to be determined. Repairs unrelated to the reported issue were complete. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device failed to detect the ECG of a patient in cardiac arrest and subsequently, was unable to deliver shock. CPR was performed for two to three minutes until another lifepak 15 was used to successfully detect and shock the patient. The patient did not survive the event.

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer informed physio-control that no further patient information is available. Patient fields in which information is not provided were intentionally left blank. Physio-control evaluated the customer's device with the customer's therapy cable and was unable to duplicate the reported issue. Physio downloaded the device's electronic records from the event for review and was unable to verify the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device failed to detect the ECG of a patient in cardiac arrest and subsequently, was unable to deliver shock. CPR was performed for two to three minutes until another lifepak 15 was used to successfully detect and shock the patient. The patient did not survive the event.